Event description:
It was reported that the user's handheld would continually freeze following successful interrogations and other screens. Reseating the flashcard would temporality resolve the freezing screen; however, the site requested that a new device be sent to replace the non-working device. The non-working device has been returned to the manufacturer and analysis is underway.